Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician, (B)(6) - failure (event) observed during analysis. Final analysis found a partial lead was returned. The outer insulation was abraded at 19.3 cm to 20.4 cm from the connector pin which exposed the outer coil. The abrasion was consistent with constant friction with another implantable device.